Manufacturer narrative:
(B)(4). The customer subsequently reported the device was discarded. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. User facility (voluntary/mandatory) medwatch report number #(B)(4). (B)(4).

Event description:
Received user facility medwatch #(B)(4) stating: "suture failure. When the physician was ready to deploy, the suture failed. The device was removed. No injury to the patient." The reporter was subsequently contacted and no additional information was provided.